Event description:
Sterile packaging was cracked and could not be used.

Manufacturer narrative:
Per the facility, the unit in the defective packaging was not used on a patient. The unit was returned per recall # z-1552-2014. Determined that exposure to extreme cold conditions combined with mechanical impact will cause the tray to crack. Recall # z-1552-2014 was initiated on 04/15/2014 for all units distributed. Recall event ID (B)(4). Tenex health is reporting this late as part of a retrospective review commitment to the agency resulting from a quality system inspection/483 commitment. The complaints dept was under guidance that once under a recall, a med watch did not have to be filed. This has been corrected within the dept and will not reoccur in the future. This recall has been closed by the la district. The MFR believes we are over-reporting complaints of this nature (cracked tray), but are doing so because they were reported prior to guidance to not report.